Event description:
Hcp reports pt presented with signs of infection including redness, drainage and incisional wound opening at the device pocket and along the led track. A culture of the device pocket was obtained which produced staph aureus growth. The pt was treated with both IV and oral antibiotics and underwent total device system explant. The infection has resolved.

Event description:
Device system was removed due to infection. The device was explanted but not returned to the manufacturer for analysis.